Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported a button error alarm on the insulin pump. The blood glucose was not known at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.